Event description:
Related MFR report number: 2017865-2025-14247. Related MFR report number: 2017865-2025-14248. It was reported that a patient presented to clinic for a routine generator change. The patient's right ventricular (rv) low voltage lead had history of oversensing noise resulting in pacing inhibition and the left ventricular (lv) lead exhibited high capture thresholds. During the procedure, the pace/sense portion of the patient's rv high voltage lead was capped and a new rv low voltage lead was implanted on (B)(6) 2025. The physician was unable to obtain improved lv threshold, therefore elected to leave the lv lead implanted and complete the procedure. The following day, there was rv lead noise detected and a pocket revision was performed on (B)(6) 2025 to ensure proper lead insertion on the header of the device. The patient condition was stable throughout.